Manufacturer narrative:
The results of investigation verfied the complaint. The condition observed was attributed to a coarser dispersion of barium sulfate particles in the powder component of the bone cement. Testing and analysis indicated that this is a cosmetic condition which will have no adverse effect on the mechanical properties of the bone cement. Testing verified conformance to our internal acceptance specifications. In addition, samples of cement exhibiting this condition were tested for tensile strength which was found to be within the normally expected range for simplex p bone cement. As a result of investigation co has adjusted the milling and blending process to result in a finer dispersion of barium sulfate particles. All current production of simplex p powder reflects this change.

Event description:
Upon x-ray, the cement mantle appears grainy. There has been no adverse consequence to the pt as a result.